Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that patient's right knee was revised due to an oversized implant. Company rep. Reported that all devices were explanted and out of the operating room before he entered the operating room and cannot identify the revised devices.